Event description:
Reason for revision: component loosening (cup) and dislocation.

Event description:
Asr revision; right; asr xl; reason(s) for revision: unknown.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, right, asr xl, reason(s) for revision: unknown. Update received: 26th november 2013 - amended revision date: (B)(6) 2013. Update rec'd 08 jan 2014 - surgeon and reason for revision: component loosening (cup) and dislocation. Update - added additional surgeon taken from claimsuite dated 10th jan 2014. Update received: 20th feb 2014 - added (B)(6) reference number, cross referenced, marked as legal and filled mapped to mw fields. Bi-lateral patient - please see (B)(4) for left side revision.